Manufacturer narrative:
Patient identifier not made available from the site. (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2016 a medtronic representative performed planned maintenance (pm), all areas passed. System performed as intended. (B)(4) 2016 a medtronic representative, following-up at the site, reported the surgeon estimated an inaccuracy of up to 1 centimeter. No parts have been received by manufacturer for analysis. No parts have been replaced.

Event description:
A site representative reported that, while in a spine scoliosis (ais) procedure, the navigation system surgeon monitor went black when diatemi was used. Afterward the surgeon alleged that navigation was off. No specific measurement was provided. This resulted in wrong placement of the screws and one went into the spinosis. Screws were re-positioned and the patient tested for any nerve damage due to the wrong placement. It was reported that the patient was fine and has no effects from the occurrence. Also noted was that the patient was thin and easy to move on the bed. The spine was easily twisted/bended. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.

Manufacturer narrative:
Patient identifier now provided.